Event description:
It was reported that a patient developed retinal tear/detachment with chorioretinal bleed two years after crystalens implantation in the right eye. The patient was treated by a retinal specialist.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.